Event description:
During a cardiac arrest, the pt was intubated with an 8.0 endotube. Bilateral breath sounds were equal. The co2 detector was applied and the color did not change. The scope was re-inserted; the endotube was checked again and visualized through the vocal cords. The second co2 detector was applied and the color did not change. Bilateral breath sounds were equal. Oxygen saturation - 96%.